Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the physician had screwed the screw two times into the heart tissue. After the 2nd time, it wasn't possible to screw it back into the helix again since the original position yeild unacceptable threshold values. Once removed from the patient, it was possible to screw it back with finger pressure. The lead was not implanted. No patient complications have been reported as a result of this event.